Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher & paykel healthcare (f&p) field representative, that a drop of water was observed on the y-piece connector of an rt380 adult dual heated evaqua2 breathing circuit during patient use. Upon return to f&p healthcare in new zealand for assessment, the device was confirmed to be leaking from the y-piece. There was no reported patient harm.

Manufacturer narrative:
(B)(6). Section d4: complete device identification information was not provided by the healthcare facility. Section h11: method: the subject rt380 adult dual heated evaqua2 breathing circuit was received at fisher & paykel (f&p) healthcare in new zealand for evaluation, where it was visually inspected and leak tested. Results: visual inspection identified a defect on the y-piece. Leak testing confirmed the presence of a leak in this area. Conclusion: the cause of the leak was determined to be a moulding defect on the y-piece of the rt380 adult dual heated evaqua2 breathing circuit. All rt380 adult dual heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production and those that fail are rejected. The subject circuit would have met the required specifications at the time of production. The user instructions that accompany the rt380 adult dual heated evaqua2 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. Visually inspect breathing sets for damage (e.g. A crushed tube or cracked connector) before use, and replace if damaged. Appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times.